Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer stated they were unable to exit the "preparing to prime" loop. The customer¿s blood glucose level was 246 mg/dl at the time of incident. The product will be returned for analysis.